Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. At a next step the returned device data have been analyzed. The analysis revealed that the eri status of the device was caused by an inconsistency of charge consumption and battery voltage. Based on the information available for analysis, the root cause of this observation could not be determined. For further insights an analysis of the device itself would be required. In conclusion, the device was not returned for analysis. The analysis of the returned device data revealed that the clinical observation resulted from an inconsistency of charge consumption and battery voltage. However, the root cause could not be determined based on the available information. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Device went eri per home monitoring. Patient is 0% paced with no shocks. The device had 50% remaining in (B)(6) 2016. The patient was brought in for a follow up and data was retrieved from the ICD. The initial analysis of the device memory indicates that the ICD is indeed eri and was caused by an inconsistency of charge consumption and battery voltage. The device will be able to provide therapy for two more months. The device remains implanted.